Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following her treatment. After receiving an "air detected in cassette" cycler warning, the pt contacted her pd nurse who instructed her to terminate the treatment. When the pt went to remove the supplies the following morning, she detected a fluid leak coming form the cassette and fluid in the cassette compartment. The pt contacted her pd nurse the following morning after detecting the fluid leak. The set was not made available for eval. During f/u the pt's pd nurse reported that the pt did not have any complications of further issues. No adverse events reported at this time.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this prod shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.